Event description:
Patient reported right side rupture. Healthcare professional later reported rupture confirmed via ultrasound. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a5, a6, b6, d1, d2a, d2b, d3, d4, e1, g1, g2, g4, h4, h6.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. Device was explanted. Hcp reported rupture confirmed via ultrasound.

Manufacturer narrative:
Visual analysis: device photograph(s) for the device related to the reported event of rupture was reviewed on june 23, 2025. It is possible to determine the lot number 2269324 and catalog number n-trm310 of the photos provided. Visual analysis of the photographs identified: rupture: observed rupture on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported "rupture". Healthcare professional later reported "rupture" confirmed via ultrasound. This record is for the right side. Device has been explanted and replaced with another manufacturer´s device.